Manufacturer narrative:
A deltec® gripper safety needle was returned for analysis in used condition. The customer's reported problem was "the needle-prick prevention function did not work". The sample was visually inspected for damage at a distance of 12" to 24" under normal conditions of illumination. The sample was received with the safety mechanism inactivated and with solvent in the arm of the safety mechanism. The arm of the ay base of the sample was pulled in order to verify that the safety mechanism could be activated. The safety mechanism could not be activated. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. The most probable root cause of the reported problem could have been a manufacturing error at the assembly process by applying excess solvent at an incorrect location.

Manufacturer narrative:
This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the "needle prick prevention function" of a deltec® gripper plus® safety needle did not work. The fault occurred while removing the needle from the patient after "the needle base was unable to be lowered". No injury to patient or clinician was reported.

Event description:
It was additionally reported that the device was being used to deliver an anti-cancer drug. The patient was going to take the anti-cancer drug home and take it for 46 hours, and changed the needle and administered the drug. Unnecessary additional puncture was required.